Event description:
Orthodontist reported that during the debonding of a transcend 2000 ceramic bracket, the buccal cusp of tooth #1-5 (upper right second bicuspid) fractured. The tooth will be repaired with a crown.